Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced skin erosion due to scs extensions eroding through the skin. Subsequently, the extensions were explanted and replaced. The patient was treated with intravenous and oral antibiotics. The patient received two extensions with a same lot number.